Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the bands jammed before the first band was released, causing all of the bands to overlap and none to be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection revealed one band overlapping and damaged teeth. Additionally, the slack was not taken up, and the handle showed no evidence that the trip wire was secured to the post. No other problems with the device were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the slack wasn't taken up and the handle doesn't have evidence that the trip wire was secured to the post; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit.". The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth suggest the device may have been used with excessive force, leading to damage. Alternatively, the damage could be related to the technique used by the physician when inserting the device, which may have also impacted the handle's functionality during band deployment. This issue may be related to the physician's technique or the way the device was handled during band deployment. It is possible that the device's positioning or anatomical tortuosity during the procedure affected the handle's functionality. Additionally, depending on the technique used to grasp the varix or polyp with the ligator unit, the suture may have shifted during the procedure, preventing proper band deployment and causing overlap. There is also a possibility that an attempt to release the band from the suture, combined with damage to the teeth, further impacted band deployment. It was determined that failure to follow the device's instructions for use could result in unsuccessful band deployment. Based on all gathered information, the probable cause selected is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the bands jammed before the first band was released, causing all of the bands to overlap and none to be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2 (additional information): block b5 (describe event or problem), block e1 (initial reporter email) have been updated based on the additional information that was received on december 26, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection revealed one band overlapping and damaged teeth. Additionally, the slack was not taken up, and the handle showed no evidence that the trip wire was secured to the post. No other problems with the device were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the slack wasn't taken up and the handle doesn't have evidence that the trip wire was secured to the post; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit." The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth suggest the device may have been used with excessive force, leading to damage. Alternatively, the damage could be related to the technique used by the physician when inserting the device, which may have also impacted the handle's functionality during band deployment. This issue may be related to the physician's technique or the way the device was handled during band deployment. It is possible that the device's positioning or anatomical tortuosity during the procedure affected the handle's functionality. Additionally, depending on the technique used to grasp the varix or polyp with the ligator unit, the suture may have shifted during the procedure, preventing proper band deployment and causing overlap. There is also a possibility that an attempt to release the band from the suture, combined with damage to the teeth, further impacted band deployment. It was determined that failure to follow the device's instructions for use could result in unsuccessful band deployment. Based on all gathered information, the probable cause selected is failure to follow instructions.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the bands jammed before the first band was released, causing all of the bands to overlap and none to be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.